Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the patient was reprogrammed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a shocking sensation on (B)(6). It was reported the patient had a shocking when turning to the other side, the patient felt a severe shock. The patient stated it happened again when the patient tried again. The stimulation was turned down and it no longer happened and had not happened since. It was noted there was no interventions, the patient was not hospitalized, no medications were administered, no device interrogation, and the patient was not reprogrammed. It was noted the event was not related to the study procedure. There was a causal relationship to the neurostimulator and it was probable that it was related to the lead. It was noted the event was probably related to the therapy. It was noted the issue was resolved on (B)(6) 2018. There were no further complications that have been reported as a result of this event.